Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a screen unresponsive condition during a supply change, consistent with a known issue where the press-and-hold control was greyed out, which delayed insulin therapy. Symptoms included hyperglycemia, with a reported blood glucose of 291 mg/dl, and the user was asymptomatic. Outcomes included successful completion of the supply change after a mobile restart, no alerts or alarms, no hospitalization, no additional assistance required, and no follow-up needed. Investigation included remote troubleshooting and user education, during which a device restart resolved the behavior. Investigation of this case revealed a transient user interface malfunction related to the display and input controls that was cleared by reboot, with no recurring fault observed. It was concluded, based on previously established findings for similar reports, that the cause was a software-related user interface anomaly that resolved with restart.